Manufacturer narrative:
Age at time of event: (B)(6). Model number/catalog number: sc-1110, serial number: (B)(4), batch/lot number: 101838, model/catalog description:scs ipg2 dual array rechargable ipg. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 111893/119890, model/catalog description: phase iii linear lead - 70cm. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 15813556/15960103, model/catalog description: infinion 16 lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.